Manufacturer narrative:
Based on the claim against the product by the customer noting recognition/engagement issues with arm 4, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) 4 to resolve the issue. System tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the usm to perform analysis, however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer was having issues with instrument recognition/engagement. An intuitive surgical, inc. (Isi) tech support engineer (tse) reviewed the logs and found multiple 22020 errors. According to the site's clinical sales representative (csr), the customer swapped instruments and reseated the sterile adapter; however, the reported issue persisted. The site replaced the drape and the engagement issues remained. The customer finished the case with three arms and an assist port. The csr wasn't onsite to do any troubleshooting at the time of the call. The procedure was completed using three arms with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer reported that the system was not checked upon powering on and did not show errors upon startup. There was no patient information available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and failure analysis investigation confirmed/ replicated the customer reported complaint. The usm was tested on an in-house system and triggered errors 22028, 23007 and 26005. The usm was also tested on the psc fixture test platform (pfpt), failed c. Lissajous and carriage direction test degree of freedom (dof) 5. The carriage was removed, inspected and tested at carriage station with no issues found.

Event description:
Refer to h10/h11 for follow-up information.